Event description:
Boston scientific crm received information that this right atrial (ra) lead was believed to be fractured. It was reported that there was noise observed on the ra channel resulting in inappropriate noise along with pacing impedance greater than 2000 ohms. The physician decided to reprogram the patient's implantable cardioverter defibrillator (ICD) to pace/sense in the ventricles only for now and re-evaluate the patient's need for atrial pacing. No adverse patient effects have been reported. Additional information indicates that this patient was later evaluated and did not tolerate being paced in the ventricles only. The patient experienced bradycardia and fatigue. Therefore, the decision was made to replace this ra lead during an upgrade procedure. The lead had fractured and clinically exhibited noise, out of range impedances, loss of capture. No additional adverse patient effects were reported. This lead was surgically capped and abandoned.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.